Manufacturer narrative:
The customer-reported broken connection to the power adaptor was confirmed via visual inspection where it was observed that the connection 1 receptacle cable was displaced in the driver. This is the connection point between the power adaptor and the driver. It was no longer attached to the driver housing and was lodged inside the housing. This confirmed the customer-reported issue. It is unknown how the connection 1 receptacle was damaged, but is likely the result of either the application of excessive force when connecting the power adaptor to the driver, or rough handling/an impact shock to the driver, as there was evidence of rough handling, including split housings and loose inserts from the housing bosses. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue did not prevent the driver from performing its life-sustaining functions. The freedom driver is also equipped with redundant power sources, including multiple rechargeable freedom onboard batteries and an external battery charger which provide additional means of mitigating the impact to patient care in the event that the power adapter cannot be connected. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom power adaptor plug was broken at the freedom driver connection 1 receptacle while supporting a patient. The customer also reported that the patient continued to be supported by the driver by utilizing the onboard batteries and there was no adverse patient impact. The connection 1 receptacle is the connector located on the freedom driver housing that connects the power adaptor to the freedom driver.